Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 10 suspect false negative symptomatic patients. No specific analyte is questioned, no conflicting results exist, and no confirmation testing has been performed. Customer just feels that the patients should have been positive for one of the analytes. Report 7 of 10.